Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control narrowed the cause of the reported issue to the system pcb assembly; however, the customer declined the repair due to the costs associated. The device was returned to the customer, unrepaired.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device is intermittently locking up during the device power on sequence. This issue can prohibit the device from being used on a patient, if needed. There was no patient use associated with the reported issue.